Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017 under a general anaesthetic. During the procedure the excess skin was removed and a new abutment was placed.

Manufacturer narrative:
This report is submitted (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at the implant site. The implanted device currently remains insitu.

Manufacturer narrative:
Skin was not excised during the abutment removal procedure, and a new abutment was placed. During the revision surgery that took place on (B)(6) 2017, the patient was placed under general anaesthesia in order to remove the abutment. During the procedure, a new implant system was placed at another location. The initial fixture remains insitu. The abutment was not returned to the manufacturer for analysis, therefore the manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. This report is submitted (B)(6)2017.